Event description:
It was reported that the patient underwent a revision procedure 7 years post implantation due to a peri-prosthetic fracture. It was previously treated with the placement of a non-zimmer biomet plate, however, the plate fractured at a later date resulting in replacement of the femoral stem. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: fracture of the proximal right femur, the adjacent fixation plate, and at least one screw below the plate. No dislocation. A definitive root cause cannot be determined. The complaint is confirmed due to the x-ray findings if any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.